Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was unresponsive. The customer's blood glucose level was 270 mg/dl. The customer connected the pump to a power source to charge for over an hour however the pump remained unresponsive. The customer had insulin pens available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified due to a different issue identified.